Event description:
A baxter?s distributor reported to baxter (B)(4), on behalf of customer, of a blood administration set in which no flow of unknown medication was observed at an unknown location. The reported condition occurred during priming the set. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a blood administration set in which no flow of the medication was observed could not be confirmed or duplicated during sample evaluation and no root cause was identified for the reported condition. The reported set was working according to the specification during product evaluation, thus no repair/action was required. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.